Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reports she is not receiving stimulation. She reports she lost stimulation. The system was interrogated over the phone and multiple programs were auto-reducing. The pt did not receive stimulation with the programs that were not auto-reducing. In addition, the pt stated that she had received a massage on (B)(6) 2014 but had instructed the masseuse to avoid her scs system. Follow up info identified that the pt can only feel stimulation on her right side. Reprogramming was unable to resolve the issue using the left side of the tripole lead. Xrays are pending. Surgical intervention may be pending to address this issue.